Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 440mg/dl,320mg/dl and low blood glucose of 44mg/dl. Customer stated that sensor was stopping working and got alert for change sensor. Customer treated with 70 carbs and current blood glucose of 120mg/dl. Customer declined troubleshoot for blood glucose. Product will not be return for analysis.